Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Part/lot number are unknown. The device/components were not returned for possible failure analysis evaluation.

Event description:
Customer reported possible issue with the ddi board; the pots are not reacting. Customer requesting replacement ddi board. No additional information, patient involvement is unknown.